Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to perform a system check and it was discovered that the customer was using admelog insulin. Tandem technical support informed customer that admelog insulin is off-label per the user guide. The off-label insulin usage caused a blockage in the cartridge. The customer changed pump supplies and resumed insulin therapy successfully.